Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced a uterine pregnancy, but she carried this fetus until she was (B)(6) pregnant at which time she miscarried (abortion spontaneous). Pregnancy with contraceptive device is anticipated, whereas abortion spontaneous is unanticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occur due to patient non-compliance. In this particular case, it was reported that plaintiff did not return for hsg test, however, as pregnancy occurred about one year after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. As late spontaneous abortion is a rather infrequent event and a mechanical interference of the device on the developing pregnancy cannot be excluded, it was considered related to essure. This case was regarded as incident to the serious injury related to essure. In addition, non serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("she carried this fetus until she was seventeen weeks pregnant at which time she miscarried") and pregnancy with contraceptive device ("uterine pregnancy") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient's past medical history included ectopic pregnancy with contraceptive device and salpingectomy. On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first and second trimesters of pregnancy. In 2015, the patient experienced treatment noncompliance ("she was unable to present for hsg test to confirm full occlusion of her fallopian tubes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (serious criterion medically significant). On (B)(6) 2016, the patient experienced abortion spontaneous (serious criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced device difficult to use ("she underwent a left salpingectomy to remove the essure device which was unsuccessful"). At the time of the report, the abortion spontaneous outcome was unknown and the pregnancy with contraceptive device and treatment noncompliance outcome was unknown and the device difficult to use had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device, treatment noncompliance and device difficult to use to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: ultrasound scan vagina result was ectopic pregnancy (cont.). In 2016: ultrasound scan vagina (cont.) - and during this time she was also carrying a uterine pregnancy which the transvaginal ultrasound did not discern. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced a uterine pregnancy, but she carried this fetus until she was seventeen weeks pregnant at which time she miscarried (abortion spontaneous). Pregnancy with contraceptive device is anticipated, whereas abortion spontaneous is unanticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occur due to patient non-compliance. In this particular case, it was reported that plaintiff did not return for hsg test, however, as pregnancy occurred about one year after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. As late spontaneous abortion is a rather infrequent event and a mechanical interference of the device on the developing pregnancy cannot be excluded, it was considered related to essure. This case was regarded as incident to the serious injury related to essure. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("she carried this fetus until she was seventeen weeks pregnant at which time she miscarried /pregnancy (with complications)") and pregnancy with contraceptive device ("uterine pregnancy") in a 27-year-old female patient (gravida 4, para 3) who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016 and device difficult to use "she underwent a left salpingectomy to remove the essure device which was unsuccessful" on (B)(6) 2016. The patient's past medical history included ectopic pregnancy with contraceptive device from (B)(6) 2016 to 2016, salpingectomy in 2016, multigravida and parity 3 ((B)(6) 2005,(B)(6) 2009, (B)(6) 2015). Concurrent conditions included depression. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced investigation noncompliance ("she was unable to present for hsg test to confirm full occlusion of her fallopian tubes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy/ right fallopian tube removed.). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abortion spontaneous, investigation noncompliance and pregnancy with contraceptive device to be related to essure. The reporter commented: spontaneous abortion with d & c/ bilateral salpingectomy/ right fallopian tube removed. Suction curettage of uterus. Left fallopian tube removed/ stillbirth. Incomplete abortion. Dillation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2016: ectopic pregnancy (cont.) 2016: ultrasound scan vagina (cont.) - and during this time she was also carrying a uterine pregnancy which the transvaginal ultrasound did not discern. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('she carried this fetus until she was seventeen weeks pregnant at which time she miscarried /pregnancy (with complications)') in a 27-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included salpingectomy in 2016, ectopic pregnancy with contraceptive device from (B)(6) 2016 to 2016, multigravida and parity 3 (B)(6) 2005,(B)(6) 2009, (B)(6) 2015). Concurrent conditions included depression. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced investigation noncompliance ("she was unable to present for hsg test to confirm full occlusion of her fallopian tubes"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("uterine pregnancy"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On (B)(6) 2016, the patient experienced complication of device removal ("she underwent a left salpingectomy to remove the essure device which was unsuccessful"). The patient was treated with surgery (bilateral salpingectomy/ right fallopian tube removed.). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device and investigation noncompliance outcome was unknown and the complication of device removal had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abortion spontaneous, complication of device removal, investigation noncompliance and pregnancy with contraceptive device to be related to essure. The reporter commented: spontaneous abortion with d & c/ bilateral salpingectomy/ right fallopian tube removed. Suction curettage of uterus. Left fallopian tube removed/ stillbirth. Incomplete abortion. Dilation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2016: results: ectopic pregnancy (cont.). Diagnostic results: 2016: ultrasound scan vagina (cont.) - and during this time she was also carrying a uterine pregnancy which the transvaginal ultrasound did not discern. Batch no c38208 production date 2014-03-19 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("she carried this fetus until she was seventeen weeks pregnant at which time she miscarried /pregnancy (with complications)") and pregnancy with contraceptive device ("uterine pregnancy") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016 and device difficult to use "she underwent a left salpingectomy to remove the essure device which was unsuccessful" on (B)(6) 2016. The patient's past medical history included ectopic pregnancy with contraceptive device from (B)(6) 2016 to 2016, salpingectomy in 2016, gravida ii and parity 3 ((B)(6) 2005,(B)(6) 2009, (B)(6) 2015). Concurrent conditions included depression. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced investigation noncompliance ("she was unable to present for hsg test to confirm full occlusion of her fallopian tubes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy/ right fallopian tube removed.). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abortion spontaneous, investigation noncompliance and pregnancy with contraceptive device to be related to essure. The reporter commented: spontaneous abortion with d & c/ bilateral salpingectomy/ right fallopian tube removed. Suction curettage of uterus. Left fallopian tube removed/ stillbirth. Incomplete abortion. Dillation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2016: ectopic pregnancy (cont.) 2016: ultrasound scan vagina (cont.) - and during this time she was also carrying a uterine pregnancy which the transvaginal ultrasound did not discern. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs+mr received, lot number received, patient historical condition added and pregnancy outcome updated from spontaneous abortion to stillbirth. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.